Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. No sample was received from customer. Only the product lot# 542754r001 and cat# mm55182230 were available to assist in record review. Upon review of assembly work order did not reveal any signs of collapsed airline detected during the inspection. There are (B)(4) of defects due to slow deflation was detected during inspection and the products were rejected and discarded. This defect rate is within the normal manufacturing trend. Review of past two years (2011-2012) complaint history record revealed that there was small percentage of the complaints related to non-deflation are manufacturing related. Corrective action has been taken to address the confirmed complaint cases. Reviewing of the in-process functional test report for dip codes ((B)(4)) does not revealed any sign of such defect detected during the drainage test. The samples taken from this manufacturing lot met the specification when subjected for the functional test in accordance to (B)(4). Based on history record review did not show any significant abnormalities. Since the actual product was not returned, further investigation in determining and confirming the root cause of product failure could not be carried out. No corrective action is required at this time. Complaints of this nature will be monitored and tracked through trending. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.

Event description:
The following complaint was reported: non-deflation was noted in use and it failed to deflate even by cutting the catheter shaft. At last the medical staff removed the foley catheter by endoscopy.